Manufacturer narrative:
The device was returned for evaluation. The evaluation is anticipated but has not yet begun. A supplemental report will be submitted upon completion. The device history record (DHR) was not able to be reviewed as the device lot number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that two venous cannulae cannulas were found to have distal end and connector leaking. The devices were returned for evaluation. It is not know when the issues were detected.

Manufacturer narrative:
The device was returned for evaluation and the customer report of leakage was confirmed through observed cut cannula body. As received, the connector end of the cannula tubing of sample #1 was found cut approximately 2 cm long. A leak test was performed and leakage was observed at the cut section of the cannula. After cut section was removed from the returned device and retested with another leak test, no leakages were observed. No other visual damage, contamination, or other abnormalities were found to the device. Engineering task was opened for further investigation. Per the engineering task, a manufacturing, supplier, design, IFU, and labeling defect were not confirmed. The trend was reviewed and found to be in control. The root cause cannot be determined at this time. No further action is required. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information through follow up. It was reported that the edwards received notification that a venous cannulae was found to have distal end and connector leaking. As reported, leakage of the cannula was noticed during perfusion. Perfusion was stopped and cannula was replaced. No damage was noticed in the cannula. Patient was not in risk and no harm was done to the patient. The device was returned for evaluation.

Manufacturer narrative:
Additional manufacturer narrative: edwards received additional information through follow up.

Manufacturer narrative:
Reference CAPA-20-00141.